Event description:
On (B)(6) 2013, the reporter, the patient¿s mother, contacted animas to report the patient obtained random occlusion alarms and had elevated blood glucose levels from 220 mg/dl to 300 mg/dl. The patient experienced the symptoms of sore throat, being cold and vomiting and had a viral infection. The patient¿s mother was able to replace the infusion tubing and complete the bolus without any further occlusion alarms. The issue was resolved. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the pump occlusion alarm issue occurred, therefore, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/11/2014 with the following findings: a review of the pump history showed the last basal delivery occurred on (B)(6) 2014. The black box review showed one occlusion alarm occurred on (B)(6) 2014. Several occlusion alarms are observed in the alarm history. The total daily dose added up and equaled the basal target. The pump powered on properly and displayed the verify screen appropriately. During testing the ez-prime steps were performed successfully. The pump was exercised for 24 hours with no occlusions occurring during the duration test. The force sensor calibration was within specifications. The pump passed a delivery accuracy test successfully and was found to be delivering insulin appropriately. The pump¿s cover was removed and no internal defects were observed. The complaint could not be duplicated on investigation. Unrelated to the complaint, evaluation revealed a discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Clarification: the alleged occlusion alarm issue was resolved at the time of the initial complaint; the reporter stated that they were able to change the infusion set tubing and bolus without further issue. It is unknown at this time if the alleged bg excursion was related to the viral infection, or to the reported occlusion alarms.